Event description:
After an implantation period of approx. 10 months, a loss of capture was observed at the pacemaker and oversensing on the atrial lead was reported. The pacemaker and the lead were explanted.

Manufacturer narrative:
The visual analysis revealed a bent distal end, which most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the electrical analysis were within the technical specifications. Further resistance testings were completed to assess the electrical performance of the leads. Measurements throughout these tests were within normal limits.